Manufacturer narrative:
On 03/17/2016 the field service engineer (fse) replaced the rf preamp card to resolve the latron issues. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported latron rf mean channel recovery problems on their coulter lh500 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.